Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he encountered a vns therapy pulse generator with a malfunctioning set screw during an implant procedure. He stated after backing out the set screw and inserting the lead pin into the header of the generator, he was not able to tighten down the set screw all of the way due to it being stripped. He then stated, "the screw appeared not to be flush with the generator." Further attempts to tighten the screw resulted in the screw coming almost completely off. Generator was not implanted and was subsequently returned to manufacturer for product analysis. The reported mechanical anomaly of the stripped setscrew condition was duplicated during analysis. There were no visual anomalies identified or observed with the pulse generator or connector block, but the returned setscrew showed that the initial thread was flat, rolled, and burred with a prominent ridge area.